Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room as the implantable cardioverter defibrillator (ICD) had fallen from the pocket to the diaphragm beneath the skin. It was noted the right ventricular (rv) lead pacing impedance had been spiking and fluctuating. Review of performance data showed the rv coil impedance had also been fluctuating. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.